Event description:
It was reported a novum iq large volume pump under-infused. The patient underwent an unspecified surgical procedure and was receiving a norepinephrine infusion. Post operatively the patient was transferred to the surgical trauma intensive care unit (sticu) with the norepinephrine infusion and the same novum iq pump. This medication is typically infused at a lower rate; therefore, it would be difficult to notice whether or not there was dripping in the drip chamber. The patients¿ blood pressure ¿was incredibly labile¿ during the procedure and in the sticu. The nurse swapped out the pump for a sigma spectrum pump and the patient¿s blood pressure ¿stabilized.¿ no further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.